Event description:
The distributor reported that while the unit was in use on a pt at the facility, the unit generated a low augmentation alarm after approx 19 hours of use. Blood was seen in the catheter tubing. No gas loss alarm was generated by the unit. The pt's blood pressure dropped requiring cardiac massage. The balloon was replaced and therapy was continued. The pt expired the next day.